Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor on the insulin pump is constantly giving her a low alert, about two to three times an hour. Customer reported that insulin gave a reading below 40 mg/dl. Customer stated the last two nights she was at 105 -120 mg/dl and the sensor stated that she was below 70mg/dl. Nothing further reported.